Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the balloon would not stay inflated and was misshapen on the cook arndt endobronchial blocker. The severity of the deformity was not known until the endoblocker was placed in the chest and nearly fully inflated. The device was not removed. To continue use and achieve the require seal, the provider had to overinflate the balloon. This made the seal difficult to maintain.

Event description:
No additional information about the patient or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation/evaluation: a review of the documentation including the instructions for use (IFU), manufacturing instructions and quality control was conducted during the investigation. A visual inspection of the complaint device could not be completed, as the complaint device was not returned. However, an investigation for a past complaint with a similar device and failure mode was referenced. That investigation found no manifold or balloon bond damage, but confirmed that the device inflated asymmetrically. A definitive cause of failure could not be established, but adequate controls were found to be in place and no nonconformances were noted. Additionally, a document based investigation evaluation was performed. A review of the device master record has shown that the proper procedures are in place to identify and prevent this failure mode prior to device distribution. The product¿s design history file shows evidence of verifications in place to meet design requirements related to this failure mode. The device history record could not be reviewed due to a lack of lot information from the user facility, the lot number of the complaint device could not be narrowed down, therefore related nonconformances and other complaints could not be confirmed. There is no evidence to suggest there is any nonconforming product in house or out in the field. Additionally, a review of the product labeling for the device was completed. The IFU states the following instructions related to the reported failure mode: precautions: inflate balloon initially under direct vision to ensure correct position and placement. Care should be taken to ensure the balloon remains fully inflated during longer procedures. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, no inspection of the returned product, and the results of the investigation, a definitive cause was not established. It is possible the balloon was not folded sufficiently in production, but as the complaint device was not returned and no photos were provided, this could not be confirmed. Additionally, there are multiple inspection steps checking for correct balloon folds and shape, therefore a manufacturing cause of failure is not suspected. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k):k021920. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the balloon would not stay inflated on a cook arndt endobronchial blocker. The device is included in the arndt endobronchial blocker set,(rpnc-aebs-7.0-65-sph-as). The device was removed from the patient and a new one was placed. There have been no reported adverse effects to the patient.